Event description:
Caller states patient received result of 460 mg/dl on the mobile system and result of 187 mg/dl on the compact system within 10 minutes. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. This medwatch report is for the suspect device used in the compact system (lot number and expiration date unknown). Reference medwatch report with (B)(6) for the suspect device used in the mobile system.